Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for calcium or total protein on a cobas 6000 c (501) module. Based on the data provided, the results for 1 patient tested for calcium were discrepant. The initial calcium result was 1.4 mmol/l. The repeat result was 2.3 mmol/l. The initial result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and no issues were identified. The fse performed precision checks with acceptable results. The fse changed the sample probe and adjusted the gear pump pressure.